Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the photo samples noted a biohazard box and used two way foley catheter and syringe. Verified material for tray# 6610j14rb with mykt1309 and material number for catheter 2758j14 with manufacturing lot number ngjz2839. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j14, manufacturing lot number ngjz2839 and batch number mykt1309. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. It inflated with no issues, and no leaks were present. However asymmetric balloon was observed as per balloon concentricity 100/0. The balloon 10ml was deflated with no difficulty using returned syringe in 37sec. This is within specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously dislodged during patient transfer. Per notification from investigator on 18mar2026, it was reported that the asymmetrical balloon was found during sample evaluation on 12feb2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously dislodged during patient transfer.